Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned for analysis. External and internal insulation abrasion was noted at 12.0-13.6cm and 13.4-13.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.